Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Juice was consumed to treat low bg. Reportedly, the customer attributed bgs to adjusting the basal rate settings and ratios in accordance to the healthcare provider recommendations which resulted in too much insulin being delivered. Recommendation was made to consult with healthcare provider regarding diabetes management.